Manufacturer narrative:
The customer¿s concerns of nuisance alarms could not be confirmed or reproduced. This file was opened to document the issue that was reported. No log review could be performed since no device or logs were returned. No testing could be performed since no product was provided. No service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
A general report was made of nuisance alarms occurring frequently when there are low doses of medication infusing.

Event description:
A general report was made of nuisance alarms occurring frequently when there are low doses of medication infusing.

Manufacturer narrative:
The customer¿s concerns of nuisance alarms could not be confirmed or reproduced. This file was opened to document the issue that was reported. No log review could be performed since no device or logs were returned no testing could be performed since no product was provided no service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.